Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were severely calcified, severely tortuous and narrow. It was reported that the patient was in general poor health and had several co-morbidities including peripheral vascular disease and atherosclerosis. The stent grafts were successfully implanted and as the delivery system of the bifurcated stent graft was being removed the patient's blood pressure was noted to have dropped. There was suspicion that the iliac artery was dissected. A balloon was inserted into the aorta and inflated. This stabilized the blood pressure. The iliac artery was surgically repaired followed by an ilio-femoral-popliteal bypass. It was reported the patient expired on an unknown date.

Manufacturer narrative:
Eval codes, results - arterial trauma/dissection/perforation, death). (Severely calcified, severely tortuous and narrow iliac arteries). Conclusions - (severely calcified, severely tortuous and narrow iliac arteries).